Manufacturer narrative:
Bur tip broke off at weld line. This was most likely due to an off center weld. As this is one unit amongst thousands monthly, there is no systemic issue. The quality assurance unit has brought this to the pertinent assemblers attention and have discussed the importance of process controls.

Event description:
It was reported that the 5.5 6flt barrel bur tip broke off in a pt's right shoulder during a case. Event occurred near the start of the case. At 7-8rpm's no torque. All pieces were retrieved arthroscopically, which prolonged the surgery.